Manufacturer narrative:
Patient's age at the time of event: 42 years old during mesh initial implant. 45 years old during mesh revision. Date of event: date of event was approximated to (on b)(6) 2014, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Surgeon for the mesh revision is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy, anterior colporrhaphy, mid-urethral sling and cystoscopy procedures performed on (B)(6) 2014 to treat a patient with stress urinary incontinence. The patient was awakened and taken to recovery room in a stable condition after the procedure. On (B)(6) 2017, the 45-year-old patient was seen with normal female genitalia during external examination. Then, an introitus examination was performed, a vaginal mesh exposure at the anterior from urethra, consistent where pocket is made for placement of mid-urethral sling was noted. A stage 3 cystocele with vaginal vault prolapse was noted on the examination of the vagina. The patient was taken to the operating room and adequate anesthesia was obtained. She was prepped and draped in the usual sterile fashion in the dorsal lithotomy position. A short weight bell speculum was placed. Clamps were placed on the lateral aspects of the vaginal mucosa to expose the mesh and the mesh was grasped with a forceps; separated from the vaginal mucosa with slight traction. The mesh was trimmed to the edges of exposure and was completely excised. The mucosal edges of the vaginal pocket were sharply incised and then re-approximated edges with a running locked suture. The patient tolerated the procedure well and was taken to the recovery room in stable condition.